Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-may-2015 by a nurse which refers to a female, age unknown. The patient's medical history included psoriasis, atopic dermatitis, and rosacea. The patient was not taking any medication at the time of injection. The patient is allergic to penicillin. A couple of years ago, the patient was injected with restylane vital (amount and lot number unknown) and got, from one of the injection sites, a wound filled with something white (implant site discharge), that one could squeeze out constantly. It turned into a scar after wound (implant site scar) later on. In (B)(6) 2015, the patient received treatment with restylane (amount and lot number unknown) into the scar from the restylane vital treatment in order to lift it up and smooth the surface with the surrounding tissue. At the time of this injection, the patient had no signs of an outbreak of her rosacea. Approx. One week later, the patient experienced a lump (implant site mass) which became worse and got inflamed lump (implant site inflammation) so that the patient had to contact the hospital. The physician at the hospital performed in total three bacterial tests and two of the samples showed levels of foreign object, probably restylane, and gave her antibiotics. The patient was treated with diclocil (300 mg x4) [dicloxacillin sodium monohydrate], but her stomach could not tolerate it, so the treatment was terminated after 1 ½ day. Due to worsening symptoms, the therapy continued with diclocil (150mg x4) for one week. At 1 ½ week after the antibiotic course, the patient came into the clinic with a distinct lump in same area as previously. The lump is describes as hard, defined, not tender and painful approx. 1x1 cm big. Some redness was also observed but the patient said that this was outbreak of rosacea (rosacea). The lump was still preserved, despite the antibiotic cure, and despite that the pus was emptied (purulent discharge) just before the second antibiotic treatment. The nurse thinks that the lump is more distinct now and that it was not so evident in the skin before. At the time of the report, the wound filled with something white was recovered. The scar after wound, lump, and inflamed lump were not recovered/not resolved. The outcome for outbreak of rosacea and pus was emptied was unknown.

Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the procedure related infection leading to discharge and scar, and the first treatment was possible. A causal relation between the events of inflamed lump and infection with purulent discharge, and the treatment procedure in (B)(6) 2015 also seems possible. It cannot be excluded that the first filler treatment contributed to the adverse events in 2015. The patient's medical history of atopic dermatitis and psoriasis may also have contributed to the events. The outbreak of rosacea is unlikely related to both treatments. The case is assessed as serious due to the residual scar after the first restylane vital treatment, which is considered injury that would require treatment such as laser to reduce.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2015 by a nurse which refers to a female, (B)(6). Follow-up information from the reporter was provided on 14-aug-2015 and on 04-sep-2015. The patient's medical history included psoriasis, atopic dermatitis, and rosacea. The patient was not taking any medication at the time of injection. The patient is allergic to penicillin. A couple of years ago, the patient was injected with restylane vital (amount and lot number unknown) and got a wound filled with something white(implant site discharge) that one could squeeze out constantly, at one of the injection sites. It turned into a scar after wound(implant site scar) later on. On (B)(6) 2015, the patient received treatment with an unknown amount of restylane vital skinbooster lidocaine (lot 13427) to the cheeks and lips. The scar from the previous restylane vital treatment was injected to lift up the scar and smooth the surface with the surrounding tissue. At the time of this injection the patient had no signs of an outbreak of rosacea. Approximately two weeks later, the patient experienced a lump (implant site mass) which got inflamed, inflamed lump (implant site inflammation). The reaction was described as a large local inflammation with a hard, cool, and red area. The patient went to the emergency room and was referred to an ent specialist. On (B)(6) 2015, the specialist at the hospital performed three bacterial tests and two of the samples showed presence of foreign material. The pus was emptied (purulent discharge) and the patient was treated with dalacin [clindamycin hydrochloride]. The patient was first prescribed dalacin (300 mg x4), but she was intolerant of dalacin, and the treatment was terminated after 3 days. The infection (implant site infection) recurred and after 10 days the patient was prescribed dalacin (150mg x4), which was tolerated. The course was administered successfully. The inflamed lump resolved. A few weeks after the antibiotic course, the patient came into the clinic with a distinct lump in same area as previously. The lump was describes as hard, defined, not tender or painful (approximately 1x1 cm). There was no sign of inflammation. Some redness was also observed but the patient said that this was an outbreak of rosacea (rosacea). A medical expert at galderma proposed hyalase treatment, and dalacin as a preventive action. On an unknown date, 0.3 ml hylas [hyaluronidase] (45 units) was administered and an immediate impact was noticed. At a control visit a few days later the lump had disappeared. The patient was also treated with dalacin [clindamycin hydrochloride] (1 tablet 4 times daily for 5 days). The patient has a volume loss in the cheek (skin disorder) at the right cheek as a result. The clinic has recommended the patient not to perform more injections into the scar. On (B)(6) 2015 galderma received information that the patient has no signs of infection or irritation in the tissue. However, there is still a significant depressed area in the cheek. At the time of the report the wound filled with something white, lump, outbreak of rosacea, inflamed lump, infection and pus was emptied were recovered/resolved. The scar after wound and volume loss in the cheek were not recovered/not resolved.

Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the procedure related infection leading to discharge and scar, and the first treatment was possible. A causal relation between the events of inflamed lump and purulent discharge, and the treatment procedure in (B)(6) 2015 also seems possible. It cannot be excluded that the first filler treatment contributed to the adverse events in 2015. The patient's medical history of atopic dermatitis and psoriasis may also have contributed to the events. The outbreak of rosacea is unlikely related to both treatments. The case is assessed as serious due to the residual scar after the restylane vital treatment, which is considered injury that would require treatment such as laser to reduce. Meddra codes - implant site scar; implant site mass; rosacea; implant site inflammation; implant site discharge. Lot number was not reported and a batch record review cannot be performed. The events: scar, mass, and inflammation, are already addressed in the instructions for use (IFU). Purulent discharge can be considered secondary to inflammation. The outbreak of rosacea is unlikely related to the treatments. In the adverse events section of the IFU, it is stated that for patients who have experienced clinically significant reactions, a decision for retreatment should take into consideration the cause and significance of previous reactions. No remedial action/corrective action/preventive action/field safety corrective action will be initiated. Not returned to manufacturer.